Event description:
Related manufacturer reference number: 2017865-2022-09770. It was reported that the patient presented for an implant procedure. After the procedure, it was noted that the right ventricular (rv) lead and right atrial (ra) lead were worn. The rv & ra leads were explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported events of lead damage and high lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray analysis found the outer coil to be bent/compressed and outer coil filars were fractured consistent with clavicular crush damage. The cause of the reported events of lead damage and high lead impedance was isolated to the fractured outer coil.

Event description:
New information noted that the leads exhibited high impedance.